Event description:
The technician was backing the unit up and allegedly the speed of the unit suddenly changed resulting in her being pushed into the wall. Reportedly, the unit stopped. The technician reportedly injured her back.